Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer also received an external ram error. Customer's blood glucose levels at the time 203 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery alarm or blank display noted. The pump passed the displacement, alarm and self tests. No unexpected alarms noted. The pump had minor scratches on the lcd window and cracked reservoir tube lip.